Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml was not recognized as positive. The following information was provided by the initial reporter: problems with one of the bbl mgit mycobacteria growth indicator tubes ref 245122. This tube was not recognized as positive in the mgit and was only measured as borderline in the micromgit. However, acid-fast rods were detected microscopically.

Manufacturer narrative:
H6. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2096735 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2096735 were available for inspection. Retention samples were performance tested for growth and antibiotic susceptibility per the bd standard performance protocol for material 245122. All organisms tested for growth, as listed in the certificate of analysis, had detectible growth in the instrument within the expected incubation time. Additionally, antibiotic susceptibility testing was satisfactory with detectible growth controls and expected susceptibility results for the organisms against the drugs tested. No return samples or photos were received to assist with the investigation. Retention sample testing of the batch in question was satisfactory. This complaint cannot be confirmed. Bd will continue to trend complaints for performance.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml was not recognized as positive. The following information was provided by the initial reporter: problems with one of the bbl mgit mycobacteria growth indicator tubes ref 245122. This tube was not recognized as positive in the mgit and was only measured as borderline in the micromgit. However, acid-fast rods were detected microscopically.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.